Manufacturer narrative:
Patient weight is not available for reporting. The exact date of when non-union and mal-reduction occurred is unknown. This report is for one (1) unknown screw. UDI# is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). This report is for one (1) unknown screw. PMA/510(k) # is unknown. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had an open reduction internal fixation (orif) of a humerus fracture on (B)(6) 2016. On (B)(6) 2016 one (1) plate and seven (7) screws were removed. Patient was revised to a periarticular proximal humerus plate due to a non-union and mal-reduction. The plate and seven (7) screws were removed intact. One (1) of the 2.7 cortex screws remained implanted as there was no alleged deficiency. There was no delay in surgery and the patient is reported as stable. Concomitant devices reported: 2.7 cortex screws (part # unknown, lot# unknown, quantity #1). This report is for one (1) unknown screw. This is report 2 of 3 for (B)(4).